Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the device did not fire. Another handle and reload was opened but the device did not fire as well. A third stapler was used to complete the case with no issues. There was no patient injury.